Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a labrum refixation surgery the implant did not separate from the driver. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3. One unpackaged ar-2923bc pushlock®, batch 15378521, was received for investigation. Visual inspection noted that the eyelet and anchor were not returned for evaluation. Functional testing was not performed due to the damage to the device. The method used to prepare the bone, as well as the bone quality encountered during the procedure, was not provided. Most likely cause can be attributed to misuse, which may include: improper bone preparation. Misaligned insertion. The complaint allegation is not confirmed, as there was no clear photographic/video evidence or operative documentation of non-separation at the time of use. Refer to the attached investigation photos.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 one unpackaged ar-2923bc pushlock®, batch 15378521, was received for investigation. Visual inspection noted that the eyelet and anchor were not returned for evaluation. Functional testing was not performed due to the damage to the device. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. Most likely cause can be attributed to misuse, which may include: improper bone preparation misaligned insertion the complaint allegation is confirmed. Refer to the attached investigation photos.